Event description:
No additional information was received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. Since the returned device was damaged, reproducibility was confirmed using a representative device. The biopsy valve was not damaged even after 20 straight-line insertions and removals of the syringe. When inserting and removing the syringe at an angle, operation became difficult, and the biopsy valve was damaged after 5 cycles a definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: damage to the biopsy valve. Based on the reproducibility confirmation results, inserting and withdrawing the syringe at an angle may have applied stress to the biopsy valve, potentially causing its damage. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that during the guide sheath procedure, a rubber fragment from the biopsy valve fell off into the patient's body. It was immediately retrieved, and the procedure was completed with the same device. There were no reports of patient harm.